Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced proximal cable harness to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called to report that they experienced error #23072 on the universal surgical manipulator (usm) displayed at startup, they tried to move the usm vertically but were not able to clear the error after power cycling multiple times the patient side cart (psc). Customer is continuing as 3 arm system. The procedure was continued as planned with no reported injury.